Event description:
(B)(4)

Manufacturer narrative:
A review of the manufacturing records showed that this lot passed the sampling inspection and met all manufacturing specifications. A return authorization was arranged for the customer to send the glidescope stat for evaluation; the device has not yet been received. The customer provided a photo of the stat. It showed what appeared to be a break in a clean, perpendicular line across the end, with complete separation of the tip.